Event description:
A greenfield filter was implanted on (B)(6) 2004. On an unknown date it was noted there was a perforation. The filter was noted to be tilted. No further patient complications were reported. It was further reported that the inferior vena cava (ivc) filter was placed prior to back surgery for spinal stenosis due to the patient's hypercoagulability and the fact that his coumadin would have to be stopped for a designated time pre and post surgery. In (B)(6) 2013, he was admitted to the hospital for deep vein thrombosis and underwent left leg venogram with intervention. At that time the ivc filter was also evaluated and found to be patent. An abdominal computed tomography (CT) scan performed on (B)(6) 2017 revealed the filter was in the lower vena cava. The cephalad tip of the filter was well below the level of the junction of the renal arteries with the ivc. However, the tip of the distal portion was seen to lie immediately outside the wall of the ivc. Similarly, one of the distal tips was seen to be outside the ivc. It was noteworthy that there was no soft tissue density surrounding the slightly extravasated portions of the filter to suggest any hematoma or reactive processes. Other than that, the appearance of the soft tissue structures were unremarkable in the abdomen.

Manufacturer narrative:
Date of event: unknown; therefore, date is approximated.

Event description:
A greenfield filter was implanted on (B)(6) 2004. On an unknown date it was noted there was a perforation. The filter was noted to be tilted. No further patient complications were reported.